Event description:
In 2002 the end-user called medtronic minimed, USA due to hospitalization for high blood glucose. The end-user states no leaks. On 03/2002 maersk medical a/s received the complaint and 14 unused infusion sets.